Event description:
It was reported that the patient called the clinic. It was noted that the patient was feeling symptomatic, though the symptoms are not known, and they are possibly related to the pacemaker's (pm) performance. Further information was requested but not received.